Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right ventricular (rv) lead exhibited high capture threshold. Upon repositioning, the helix could not be retracted. The procedure was completed using an alternate rv lead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. Final analysis found that the inner coil to be over-torqued at the connector region consistent with procedural damage. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil.